Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that noise was seen in the primary vector and able to be reproduced with pocket manipulation one month post implant. Technical services (ts) recommended x-ray and troubleshooting. Further troubleshooting revealed constant noise reproduction in primary and alternate vectors. Noise was able to be reproduced while touching the can border close to the header of the s-ICD. The x-ray appeared to show good connection. Ts noted that the x-ray showed a possible bend in the electrode. Ts suggested performing a revision procedure. A revision procedure was performed where the electrode was tested before and during the procedure with no noise present, even pulling or twisting the electrode. The s-ICD was explanted and replaced. Post revision, the electrode and new s-ICD were tested, and no noise was reproduced.

Event description:
It was reported that noise was seen in the primary vector and able to be reproduced with pocket manipulation one month post implant. Technical services (ts) recommended x-ray and troubleshooting. Further troubleshooting revealed constant noise reproduction in primary and alternate vectors. Noise was able to be reproduced while touching the can border close to the header of the s-ICD. The x-ray appeared to show good connection. Ts noted that the x-ray showed a possible bend in the electrode. Ts suggested performing a revision procedure. A revision procedure was performed where the electrode was tested before and during the procedure with no noise present, even pulling or twisting the electrode. The s-ICD was explanted and replaced. Post revision, the electrode and new s-ICD were tested, and no noise was reproduced.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise noted in the field; however, a definitive cause of this sensing behavior has not been determined.